Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining reproducible elevated beta - human chorionic gonadotropin (bhcg) results above the normal reference range for one patient's samples, generated by the unicel dxi 800 access immunoassay system. Additional testing on a qualitative methodology produced a discordant negative result. Subsequent testing on an alternate methodology produced an elevated result similar to the initial results obtained by the customer. The erroneous results were reported out of the laboratory. The patient's kidney transplant surgery was cancelled and the patient was referred onto an obstetrician - gynecologist (ob-gyn) specialist for further evaluation regarding the positive bhcg results obtained.

Manufacturer narrative:
Per the customer supplied qc charts, all levels of bhcg were within the customer's established ranges prior to and after the event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.